Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after 24 hours of intra-aortic balloon (iab) therapy in a patient with acute coronary syndrome and cardiogenic shock, the console generated a check iab catheter alarm and stopped pumping. Upon inspection, blood was detected in the catheter and it was removed from the patient. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that after 24 hours of intra-aortic balloon (iab) therapy in a patient with acute coronary syndrome and cardiogenic shock, the console generated a check iab catheter alarm and stopped pumping. Upon inspection, blood was detected in the catheter and it was removed from the patient. There was no reported injury to the patient.

Event description:
It was reported that after 24 hours of intra-aortic balloon (iab) therapy in a patient with acute coronary syndrome and cardiogenic shock, the console generated a check iab catheter alarm and stopped pumping. Upon inspection, blood was detected in the catheter and it was removed from the patient. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1cm from the rear seal measuring 0.025cm in length. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #: (B)(4).